Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in syringe with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: one of our customers sent this syringe to us for research because there is a hair in the syringe.

Manufacturer narrative:
Investigation summary: two photos and one sample was provided to our quality team for investigation. Upon visually inspecting the product, a hair was observed inside the syringe between the barrel and the plunger. A device history record review found no non-conformances associated with this issue during production of this batch. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. All individuals are required to follow proper gowning procedures before entering the room, including hair protection. Conclusion: the root cause was determined to have occurred during the manufacturing process due to exposure of operator/personnel not following the protective clothes rules and appropriate personnel have been notified.

Event description:
It was reported that prior to use foreign matter was discovered in syringe with a 50 ml bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, translated from dutch to english: one of our customers sent this syringe to us for research because there is a hair in the syringe.